Event description:
An analysis was performed on the returned handheld, and the reported failure to hold a charge allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2012, it was reported that a handheld device would not hold a charge and that the power light would not light on when it was plugged in. A hard reset did not resolve the issue. The handheld device was returned on (B)(6) 2013 and is currently undergoing product analysis.